Event description:
It was reported that a patient underwent an unknown spinal procedure for an l1 fracture with hardware instrumentation in t12 and l2. The "surgeon was manipulating the spine and the break off screw broke before the construct was locked. Surgeon removed the screw, manipulated the spine and replaced the screw". Patient is said to be in good condition. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.